Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser probe did not fit in the trocar. Event details and patient involvement/impact are unknown. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. There was no lot or serial number provided. Therefore a search cannot be conducted. The root cause cannot be determined conclusively. There was no trocar sample returned for evaluation for the report of instruments did not first through the trocar. Therefore, the condition of the product could not be verified. There was no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. All trocar cannula are 100% inspected for gauge size. Any non-conformances found are removed from the lot and scrapped. A sample was not returned and no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. Actions taken. (B)(4).